Manufacturer narrative:
D10 concomitant product: gia60mtc, cartridge gia60mtc medthk tristp, (lot #n5l0910uy); gia60mtc, cartridge gia60mtc medthk tristp, (lot #n5l0910uy); gia60mtc, cartridge gia60mtc medthk tristp, (lot #n5l0910uy); gia60mtc, cartridge gia60mtc medthk tristp, (lot #n5l0910uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bowel resection procedure, during an intestinal anastomosis, after firing, the five devices were difficult to retract the knife blade. The issue was addressed by resecting and re-stapling.